Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had a pocket revision. No further details were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the reason for the pocket revision was battery migration, the lining of the pocket excised and the pocket was tunneled deeper before the battery was replaced deep in the pocket. The date of the revision was (B)(6) 2016. [See pe (B)(4) for recharging issues]